Event description:
Medtronic received info that this bioprosthetic mitral valve exhibited insufficiency approx 1 year post implant. The valve was explanted and replaced with a mechanical valve, which was performed without reported complication. Upon explant, the surgeon noted deterioration for the posterior cusp. The valve was returned for analysis.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explant kit. A section of the sewing ring appears to have been cut and/or torn during retrieval exposing the cushion beneath the sewing cloth. Green and white multifilament sutures remain attached to the sewing ring. Two pledgets remain attached to the outflow edge of the sewing ring adjacent to the right and non-coronary cusps. The left and right cusps are in the closed position, and the non-coronary cusp is slightly retracted. The left and right cusps are slightly stiff but flexible except along the outflow margins of attachment where host tissue is noted. The non-coronary cusp is stiff and retracted due to host tissue overgrowth on the outflow. Thick glistening off white pannus fills and stiffens the non-coronary cusp on the outflow extending to the right non-coronary and non-coronary left commissures restricting leaflet motion and creating a gap between the non-coronary cusp and the other two cusps. Pannus lines the right cusp margin of attachment on the outflow extending 1 to 3.5 mm onto the cusp. Pannus slightly lines the left cusp margin of attachment on the outflow extending 1 to 2.5 mm on to the cusp adjacent to the non-coronary left commissure. Remnants of pannus remain attached to the sewing ring on the inflow extending slightly onto the tissue and base stitching adjacent to the left and right cusps. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the device attributed to host tissue overgrowth, a condition attributed to the pt. Device explanted and replaced without reported pt complication.